Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial the pt had a xience v stent inserted into a right coronary artery (rca) lesion in early 2009. Medications received during the procedure are unknown. After the stent implantation, the investigator reports a linear dissection of the rca distal to the stent, was identified. The investigator considered the event life threatening and prolonged hospitalization and considered it possibly related to study procedure and reported relationship to the xience v stent as "unknown." Pt had a pci to treat the event and the event was considered resolved. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - dissection, as listed in the instructions for use and risk assessment, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)". In this case, there was no report of any product malfunction at the time of the stent implant.